Event description:
It was reported to st. Jude medical that during routine a follow-up, the diagnostics reported 46 aborted shocks. The decision was made to explant the entire system. During the explant procedure, a lead fracture at the 1st rib with evidence of clavicular crush was discovered.